Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported allegation.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This ra lead was programmed off until the revision procedure to reposition the lead. A revision procedure has been scheduled. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. When the pocket was opened the lead was found to be coiled on top of the device and a loose set screw. This lead was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and will be returned for analysis. Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.